Event description:
After dissecting the front of the trachea down to the anterior tracheal wall, the physician introduced the wire guide into the trachea using a bronchoscopy and confirmed with the aid of the bronchoscopy that the wire guide was in place within the trachea, dilated the initial access site into the trachea using the introducer dilator and removed the bronchoscopy, he then attempted to advance the blue rhino dilator and the guiding catheter as a unit over the wire guide, during which time he encountered resistance. At this time, he observed that all three marks were positioned appropriately and continued with the procedure. Following advancing the dilation system forward and backward several times, he noted the dilation system had aberrantly introduced into the mediastinum. This was complicated with subcutaneous emphysema, mediastinal emphysema and neumothorax, which required centesis and drainage. After these procedures, he applied a tracheostomy tube, using the bronchoscopy.

Manufacturer narrative:
Evaluation the blue rhino dilator along with the 21fr, 24fr, 26fr dilators, 038" wire guide and the guiding catheter were returned in a used condition. An examination did confirm the guiding catheter is kinked on the distal side of the safety ridge. Based on our investigation, it was determined that the source of difficulty was most likely. The result of procedurally related cicrumstances possibly due to the patient's anatomy, rather than the fault of the device in question.